Event description:
Technical services received a call on 1/27/12. Caller stated that the shocking portion of this rv lead is failing. They will be replacing the lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).